Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2018-02361. It was reported that recapture difficulties occurred and a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The 30mm watchman ® laa closure device & delivery system (wds) was used with a watchman® access system (was). The closure device was deployed; however, under angiogram they found that the was was kinked and there was difficulty to fully recapture the closure device. The was was disconnected from wds and the closure device was ¿dragged¿ inside the was. The wds was successfully taken out of the patient. It was noted that there was a small thrombus on the tip of the was. While preparing the new was it was noted via echocardiogram that there was a pericardial effusion (pe) with tamponade. The pe was addressed and the patient successfully recuperated and is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus on the tip of the access system was noticed before gaining access to the laa with the pigtail catheter. The patient did not experience cardiac tamponade. During the full recapture the closure device was fully contained within the was. A pericardiocentisis was performed to treat the pericardial effusion.